Event description:
An altitude alarm was reported by a customer in ireland, indicating a malfunction with the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to gently clean the speaker holes and reconnect the cartridge, which allowed the pump to resume normal operations after a brief suspension. The customer was provided with tips to prevent future altitude alarms, and the issue did not recur.